Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was not infusing. The pump module was supposed to have been infusing but appeared to not have been. It was later clarified by the customer that alaris pump amount infused said 325ml but no blood was infused. When the clinician discovered the issue, the blood was discontinued and the hemoglobin and hematocrit (h&h) was checked. No additional transfusion was ordered after the h&h results. The patient was eventually discharged home the next day. The red blood cell infusion was intended to be infused at 110 ml/hr with a concentration of 1 unit/325ml.

Event description:
It was reported that the large volume pump module was not infusing. The pump module was supposed to have been infusing but appeared to not have been. It was later clarified by the customer that alaris pump amount infused said 325ml but no blood was infused. When the clinician discovered the issue, the blood was discontinued and the hemoglobin and hematocrit (h&h) was checked. No additional transfusion was ordered after the h&h results. The patient was eventually discharged home the next day. The red blood cell infusion was intended to be infused at 110 ml/hr with a concentration of 1 unit/325ml.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of blood was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specifications. ¿ review of the pump module error log showed no error was recorded on the reported event date. ¿ review of the pcu event log showed that on 02 october 2024, between 11:38 am and 11:39 am, the pcu was powered on, and with the same adult profile and infusion of blood products (prbcs), was programmed guardrail IV fluid at a rate of 110ml/h with vtbi = 325ml. ¿ the infusion completed at 2:36 pm and transitioned to kvo rate at 10ml/h. ¿ at 2:37 pm, the pump module was programmed at a rate of 110ml/h with vtbi = 300ml ¿ at 2:43 pm, the pump module door was opened, then closed, and the pump module was restarted. The user pressed channel off. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. O the pcu event log could not determine why the second programmed infusion of blood that was programmed to infuse for approximately 2.75 hours was terminated early after only infusing for approximately 6 minutes. ¿ the inspection and testing of the suspect pump module did not find any issues or anomalies. The pump module was found to be infusing within specification. ¿ the alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also, the alaris system user manual v12.3.1 notes that rate accuracy can be affected by: o temperature and viscosity of the IV solution o height of the pump in relation to the patient o height of the solution container in relation to the pump o back pressure related to the infusion set and the IV catheter ¿ use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. Follow proper infusion set loading instruction and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. ¿ the device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of blood, was not determined or replicated. Laboratory testing showed the pump module was delivering fluid within specification.